Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
Wife reported that the patient had surgery on (B)(6) 2019 and went back to the ER (emergency room) for high fever. Pod had to come off due to bg levels reaching 51 mg/dl. Pod was thrown away. The reason for the hospital visit was not due to the pod or the diabetes. They went to the ER and her husband¿s sugar dropped to 51 mg/dl while there so they made him remove the pod. Patient went in the hospital on (B)(6) 2019 for parathyroid surgery, they had to return to the ER on (B)(6) 2019 because he was running a fever and was delusional and could not move his arms from the surgery. The ER nurse made him remove the pod while he was at the hospital because his blood sugars were low and they gave him an IV of glucagon. At this time, his blood sugars were going back up to 107 then it spiked up to 290, 381 then in the 300¿s mg/dl. Then after they let her put a new pod back on, his blood sugars went back down to normal.